Manufacturer narrative:
No button error alarm noted. Failure analysis found unresponsive act button due to moisture damage on keypad trace. Failure analysis was unable to perform displacement test due to unresponsive button. The insulin pump had broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported receiving a message stating a button was pressed for three minutes or longer. The customer also reported the buttons were unresponsive after the button error alarm occurred. The customer's blood glucose was 367 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.